Event description:
Reportable based on device analysis completed on 02dec2014. It was reported that the coil became stuck in the introducer sheath. Following the procedure, bleeding occurred in the coronary artery. A non bsc micro catheter was advanced and 5 pushable coils were deployed successfully to treat the bleeding. A 5mm x 5.5mm vortx¿ - 18 was the selected as the 6th coil to treat the bleeding. The physician attempted to insert the coil into the non-bsc microcatheter, however, the coil got stuck in the introducer sheath. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good. However, device analysis revealed that the apex zap tip was not attached to the coil.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). A plunger, introducer and a coil were returned for analysis. The plunger was noted to be kinked. The introducer was returned with the plunger protruding from the hub of the introducer. The coil was not in the introducer when it was returned. There was blood noted on some of the fiber bundles. The apex zap tip was not attached to the coil upon its return, the coil was stretched. A microscopic inspection was performed. Base zap tip shape and surface was smooth. The dimensions of the coil that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states "compatibility with microcatheters other than the boston scientific 0.53 mm (0.021 in) lumen i.d. Microcatheters has not been established.¿ failure to comply with these instructions will impact the performance of the coil and contribute to the friction encountered in the event description and to the damage that was noted to the returned coil. The information received reports a non-bsc microcatheter was used. (B)(4).